Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and (B)(6) 2008 and meshes were implanted into the patient concurrently with an anterior vaginal vault defect repair and transvaginal transobturator urethropexy; due to anterior vaginal vault defect and stress urinary incontinence. The dates have not been clarified for both products. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-12390. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted into the patient concurrently with an anterior vaginal vault defect repair and transvaginal transobturator urethropexy; due to anterior vaginal vault defect and stress urinary incontinence. It was reported that the patient underwent gynecological procedure and other meshes were implanted on (B)(6) 2007 as well. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced uti, mesh erosion, pelvic pain, leakage, and sui. No additional information is provided at this time. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-12390 and 2210968-2014-16607. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior vaginal vault defect repair with mesh implant and transvaginal transobturator urethropexy with mesh due to anterior vaginal vault defect and stress urinary incontinence.